Event description:
It was reported that pump rack push rod was damaged, with no additional details available from customer at the time of the initial report. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.